Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient was admitted on (B)(6) 2018 with a driveline infection that failed to improve following oral and IV antibiotic management. The patient underwent a pump exchange on (B)(6) 2018. Additional information was requested but not provided.

Event description:
Additional information was received indication the type of infection was serratia and pseudomonas. The patient's symptoms were ongoing yellow drainage from his driveline despite IV antibiotics and management with ID. Due to the severity of the infection the patient's pump was exchanged.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported infection could not be conclusively determined through this evaluation. Evaluation of the pump did not reveal any device related issues. The pump was returned assembled with the pump cable severed at explant approximately 1¿ from the pump header at the pump end bend relief, with a distal portion of the pump cable returned measuring approximately 5¿. The modular cable was not returned. The sealed outflow graft was not returned. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Infection is listed in the hm3 IFU as an adverse event that may be associated with the use of the hm3 lvas. The IFU outlines recommended care for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.